Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with focalized calc ification extending into the left ventricular outflow tract (lvot), the valve was deployed to 80% and was at a shallower implant depth. The valve was at 0 to -1 millimeter (mm) on the non-coronary cusp (ncc) and 4 to 5 mm on the left coronary cusp (lcc). The physician decided to fully deploy the valve. The final depth remained the same and the post-implant gradient was 1 mm. On the post-implant echocardiogram, the mean gradient was 3 mm and moderate to severe paravalvular leak (pvl) was identified. A post-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic balloon. A single inflation was performed and on the cine there appeared to be no movement of the valve. However, the angiogram post-inflation showed the valve had dislodged shallower and significant pvl remained. According the physician, the balloon wire potentially caught on the frame of the valve upon removal. A new valve and dcs were prepped and the additional valve was successfully implanted at a depth of 4 to 5 mm on the ncc and 6 to 7 mm on the lcc. The post-implant echocardiogram showed mild to moderate pvl and a mean gradient of 4 mm. No additional adverse patient effects were reported.